Event description:
It was reported that during the implant attempt, the left ventricle leads had a positioning issue that caused diaphragmatic stimulation. The left ventricle leads were not used and there was no new replacement. The patient is part of the attain success study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.